Event description:
Philips received a complaint on the v60 ventilator indicating that there was an alarm for a low leak co2 rebreathing risk. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) of the co2 rebreathing error message. The rse went through the customer setup remotely and found that the customer did not have a whisper swivel in place. The customer used a swivel from a test kit to confirm. In a good faith effort (gfe) response from the rse, it was stated that the customer called back to confirm the rebreathing error. The customer informed the rse that the device was a loaner from a rental company. The rse advised the customer to contact the rental company to have the device repaired and to receive a working unit in exchange. In a gfe response from the customer received, it was confirmed that the customer returned the unit to the rental company for repair. No further work was completed by philips. Philips was unable to confirm the final disposition of the device because of the need to return the device to the rental company for repair. The investigation concludes that no further action is required at this time.